Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose level. The customer's blood glucose value was 430 mg/dl at the time. The customer's mother reported that her son also experienced low blood glucose level of 70 mg/dl which was treated with carbohydrates. The customer's mother declined troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.